Manufacturer narrative:
Engineering report: a visual examination under magnification was performed. The plate shows scratches on the top surface, which is consistent with implantation and removal after 6 months. The fracture occurred in the medial lateral plane through the fourth screw hole from the superior end of the plate. This split the plate into a superior and inferior piece. Each piece has two fractures surfaces separated by the screw hole. One of the surfaces on both the inferior and superior pieces is smoother than the other fracture surface is consistent with surfaces rubbing against one another. Without add'l info no definitive conclusion can be made to why the plate broke. A conclusion cannot be drawn based on the lack of info concerning the circumstances of this plate break. Add'l mdrs associated with this event: MDR 3025141-2014-00068: screw #1, MDR 3025141-2014-00069: screw #2, MDR 3025141-2014-00070: screw #3, MDR 3025141-2014-00071: screw #4, MDR 3025141-2014-00072: screw #5, MDR 3025141-2014-00073: screw #6, MDR 3025141-2014-00074: screw #7, MDR 3025141-2014-00075: screw #8, MDR 3025141-2014-00076: screw #9, MDR 3025141-2014-00077: screw #10 and MDR 3025141-2014-00078: screw #11.

Event description:
A fractured tibia was plated with a medial tibia plate on (B)(6) 2013. The plate broke and was explanted (along with the screws) on (B)(6) 2014.